Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella 2.5 for mechanical circulatory support. When attempting to change the purge bag, the aic stopped responding. Neither the soft buttons nor the selection button react when pressed. Aic was replaced and the pump runs with the new aic without problems. No patient harm reported.

Manufacturer narrative:
The investigation has been completed. Console was powered on without any issues. Console was ran overnight with a pump and purge setup with no issues occurring. Softkeys were behaving as expected. The root cause of the non-responsive softkeys was likely due to a wet console screen and/or wet staff hands. This report is being filed as part of a retrospective review of historical records.